Event description:
It was reported that the patient's first device had "trouble." It was noted the dentist had to shut down all other machines so they did not affect the patient's device. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was the patient¿s battery was running out and it was replaced. It was reported the patient was doing well and it was a routine and expected need for implantable neurostimulator (ins) replacement. It was stated the patient had normal battery depletion and they had a replacement surgery on (B)(6) 2012. The patient¿s outcome was reported as no injury.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), product type extension; product ID 3387s-40, lot # v025540, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v026239, product type lead. (B)(4).